Event description:
It was reported that the device reached a suspected early elective replacement indicator (eri) reading. The battery and lead impedance measurement were not available, and a programming change was not possible. Further information reported that on (B) (6) 2009, a programmer was used to reprogram the device from vvi 65 to original setting. The device remains in use and will continue to be evaluated at regular follow-ups. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data from the device showed measurement system lock up resulting in unclearable eri (elective replacement indicator). A single unit was repaired but no other devices were repaired.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data from the device showed measurement system lock up resulting in unclearable eri (elective replacement indicator).